Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to remain powered on, and therefore inoperative, was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to remain powered on. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: (B)(4). Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Section h4, device manufacture date, of the initial medwatch report stated: 07/03/2020 section h4, device manufacture date, of the initial medwatch report should have stated: 06/27/2020.